Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual cycles were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and suprapubic pain ("suprapubic sharp pain"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain / shooting pain in her left lower quadrant"). On (B)(6) 2013, the patient experienced cyst ("benign cysts"). On an unknown date, the patient experienced menometrorrhagia ("irregular menstrual with heavy bleeding, clotting") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. On (B)(6) 2014, the cyst had resolved. At the time of the report, the pelvic pain had not resolved and the abdominal pain, menometrorrhagia, dyspareunia and suprapubic pain was resolving. The reporter considered abdominal pain, cyst, dyspareunia, menometrorrhagia, pelvic pain and suprapubic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral fallopian tubes were occluded. Ultrasound pelvis - on (B)(6) 2013: benign cysts; on (B)(6) 2014: unremarkable. On (B)(6) 2016: ultrasound: there were echogenic tubular echoes, noted within the ut cornu and adjoining isthmic portion of fallopian tubes. Site of pain is over this area, bilaterally. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 30-apr-2018: essure was removed on (B)(6) 2017, benign cysts was added as event, outcomes were updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual cycles were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and suprapubic pain ("suprapubic sharp pain"), 1 month 20 days after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("abdominal pain / shooting pain in her left lower quadrant"). On (B)(6) 2013, the patient experienced cyst ("benign cysts"). On an unknown date, the patient experienced menometrorrhagia ("irregular menstrual with heavy bleeding, clotting"), dyspareunia ("pain during intercourse") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2014, the cyst had resolved. At the time of the report, the pelvic pain had not resolved, the abdominal pain lower, menometrorrhagia, dyspareunia and suprapubic pain was resolving and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, cyst, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain and suprapubic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes were occluded. Ultrasound pelvis - on (B)(6) 2013: results: benign cysts; on (B)(6) 2014: results: unremarkable. Diagnostic results: (B)(6) 2016: ultrasound: there were echogenic tubular echoes, noted within the ut cornu and adjoining isthmic portion of fallopian tubes. Site of pain is over this area, bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual cycles were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and suprapubic pain ("suprapubic sharp pain"), 1 month 20 days after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain lower ("abdominal pain / shooting pain in her left lower quadrant"). On (B)(6) 2013, the patient experienced cyst ("benign cysts"). On an unknown date, the patient experienced menometrorrhagia ("irregular menstrual with heavy bleeding, clotting"), dyspareunia ("pain during intercourse") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6)2014, the cyst had resolved. At the time of the report, the pelvic pain had not resolved, the abdominal pain lower, menometrorrhagia, dyspareunia and suprapubic pain was resolving and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, cyst, dyspareunia, genital haemorrhage, menometrorrhagia, pelvic pain and suprapubic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes were occluded. Ultrasound pelvis - on (B)(6) 2013: results: benign cysts; on (B)(6) 2014: results: unremarkable. Diagnostic results: (B)(6) 2016: ultrasound: there were echogenic tubular echoes, noted within the ut cornu and adjoining isthmic portion of fallopian tubes. Site of pain is over this area, bilaterally. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : new events added-abnormal bleeding based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.